Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A director of nurses reported that a patient had an intraocular lens (iol) implant and is experiencing monocular diplopia. Add'l info was received from a technician, who reported that the lens was exchanged. Add'l info was requested.